Event description:
Reportedly, a piece of the expandable sleeve disengaged into the pt cavity and was subsequently retrieved to complete the case without further incident. Procedure: lap appendectomy. Patient status: no pt injury reported.